Event description:
On 4-16-97 76 year old male went to or (same day surgery) for removal of single lumen port-a-cath that was implanted on 2-26-97. It was used for chemotherapy. At 1005 the surgeon attempted to remove the port and it fractured. The patient was taken to the cath lab at 1253 where the fragment of the catheter was retrieved. The fractured portion was located in the right atrium and in part of the superior vena cava. This distal end of the catheter was snared and removed via right groin. (15.3 cm length) patient was discharged to home at 1605.